Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
More information about the incident was requested but not received. No photographs or any other information has been supplied. Information was however received stating that the maintenance of the device was preformed by a third-party company. The manufacturer has no responsibility for the safe operation of the system if installation, service or repairs are performed by persons other than those authorized by the manufacturer. Only accessories, supplies, and auxiliary equipment recommended by the manufacturer should be used with the system. Use of any other accessories, spare parts or auxiliary equipment may cause degraded system performance and safety. It is unknown when the connected accessory (support arm), that was involved in this incident was manufactured. Since no goods was returned for investigation, no pictures, or any other valuable information were received, the cause of the reported issue cannot be established by this evaluation. H3 other text: 4114.

Event description:
It was reported that the support arm for patient tubes broke. There was no patient harm. Manufacturer's ref #: (B)(4).